Event description:
This is all marcel is aware of so far - states crossbrace under the seat broke. He is going to see the chair today to get more info.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.